Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. The reported problem was verified in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion error. It is unknown if there was patient involvement, no adverse patient effects were reported.